Event description:
Customer reported on a capsule that failed to attach. Capsule is still attached to the delivery system.

Manufacturer narrative:
No patient injury has occurred following this incident.